Manufacturer narrative:
Continuation of d10: product ID: hh9020tdd, serial# (B)(6), product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for spinal pain indications for use. It was reported that the patient stated it usually takes less than 2 minutes to get all the way through to the bolus and get it started but getting to the bolus to start it will freeze up and they will have to start over or it won't even read the communicator. The patient stated that they did not have a problem with the communicator. The patient stated that once the handset got connected and started going around it could be a little faster, but he was not displeased with it. The patient provided new address. The agent walked patient through how to clear data and cache. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the handset device. See email to prs.